Event description:
The patient's tidal volume was set at 500, however, they were only receiving 330. A biomed assessment revealed that no problem was found with the ventilator when it was tested, and the set tidal volumes matched the actual delivered volumes. There were no error messages in the error log when it was checked; however there was a lot of moisture/fluid in the patient circuit. This moisture was determined to have caused the problem. The ventilator was returned to service. There was no patient harm as a result of this incident, as the issue was identified right away.